Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015, information was received from a consumer regarding a patient who was receiving morphine via an implantable pump. Indications for use included non-malignant pain and other chronic intractable pain (trunk/limbs). Medical history and concomitant medications were not reported. On an unspecified date in (B)(6) 2015, the pump was removed; the patient stated that it did not help them. The patient also stated that "it was a wonderful thing, but they could not tolerate morphine." There was not allegation made against the device. Additional information regarding when the patient first experienced that the pump was not helping hem, the cause of the pump not helping them, how the were unable to tolerate the morphine, and morphine administration details was requested, but was not received. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a consumer. Regarding when they first started experiencing the pump not helping them, the patient noted they had no relief in pain and was in terrific pain all the time. Regarding the cause of the pump not helping them, the patient believed they could not tolerate morphine. The patient was put on "liquids", and noted they had a super doctor. Regarding not being able to tolerate the morphine, and whether there was a device concern, the patient noted 'no, I guess I would blame this on to my body-a lot of meds I cannot take." The concentration and dose of morphine were not available. The patient was reportedly no better today and before surgery with the hcp.